Manufacturer narrative:
D9. Date returned to mfg: 05-mar-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection was performed. Air detector door and left and right door mount were missing, ground wire was loose from the device, no power on air detector, return tube cracked, and screws were missing with only one screw holding the back cover. Installed temp check and gas/vent test filter and performed functional testing. The lights on the air detector were not working, but the burnt smell is normal, it's from the heater due to the insulation. This is normal and when the device is heating up and lasts about 5-10 mins. The customer's complaint was confirmed. The cable from the power supply to the control board was not connected. The cable was reconnected to the control board and functional testing was performed; the device passed all testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a "burnt smell, disposable light". There was no patient involvement and no patient harm/adverse event reported.